Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was ¿broken¿ and oversensing noise which led to pacing inhibition. The patient experienced a syncopal episode because of this. Surgical intervention was performed and a new system was implanted in the patient. This ra lead was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.